Event description:
The facility's biomed engineer reported an infusion pump with a 550 failure code. The biomed was contacted by the baxter service facility and stated they have no record of any pt incident involving the pump since the last baxter service event. Details were not provided regarding pt status, age of pt, medication involved or the set up of the infusion device.